Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating without making a meal announcement, with concern that a pocket interaction canceled delivery; review of the device meal announcement history confirmed no meal announcement, and the user was educated on device safety features and strategies to remember meal entries. Symptoms included elevated blood glucose reaching 376 mg/dl without reported ketosis, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia above 180 mg/dl for approximately two hours, which responded to automated correction without backup therapy, medical intervention, or alerts above 300 mg/dl for over 90 minutes. Investigation included review of device history for meal announcements and user coaching on use. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction or alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce a meal.